Manufacturer narrative:
The customer did not supply the patient's weight. The customer's telephone number is (B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access toxo igg reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining non-reproducible false reactive igg antibodies to toxoplasma gondii (access toxo igg) result for one patient sample on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The customer reanalyzed the patient's sample six (6) additional times on an alternate unicel dxi 800 access immunoassay system (serial number (B)(4)) and obtained lower non-reactive results. The customer reanalyzed the patient's sample six (6) additional times on the initial unicel dxi 800 access immunoassay system (serial number (B)(4)) and obtained lower results, including one (1) equivocal results and five (5) non-reactive results. This MDR addresses the results obtained on (B)(6) 2016. The reactive access toxo igg results were released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. No hardware errors, flags or other assay issues were reported in conjunction with this event. The patient's sample was collected in a becton dickinson gel tube and was centrifuged at 2,000g (g-force) for ten (10) minutes at 20 degrees celsius. No issues with sample integrity were reported by the customer.